Manufacturer narrative:
Additional information: the proximal part of the lesion had stenosis and the distal part presented total occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the pacific plus device was used for the treatment of a partially occluded/stenosed lesion in the long segment of the inferior genicular artery. No vessel damage occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the pacific plus pta catheter was received in medtronic investigation lab for analysis. No ancillary devices or procedural images were received for evaluation. The pacific plus catheter was received in two pieces, a proximal section and a distal section. The proximal section includes the y-manifold. The lot number data printed on the y-manifold is consistent with the shelf carton label and the reported event. Two kinks were noted in the proximal section of the catheter. The proximal section includes approximately 64.6cm of the working length of the catheter. The separation face exhibits tensile and kinking deformation. The distal section includes the balloon chamber. The distal section includes approximately 66.5cm of the working length of the catheter. The distal section exhibits tensile, torsional, and kinking deformation. Sanguine tinted fluid remains within the balloon chamber indicating that the balloon chamber was not fully deflated when the removal of the catheter was attempted. Both radial opaque marker bands and the distal tip remain attached to the distal section of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific plus pta balloon during treatment of a 120-150mm lesion. Target treatment vessel was distal lower extremity artery with reported diameter 2-3mm. Moderate vessel tortuosity and calcification are reported. Lesion exhibited 60% stenosis. No damage noted to the product packaging. No issues were noted when removing the device from the packaging. Device inspected without issue noted. Negative prep was performed without issue. Pre-dilation was performed. No resistance as noted during advancement. It is reported during removal of the device from the patient, a fracture occurred on the catheter. A smaller balloon was used to inflate and drag the detached portion into the long catheter for removal from the patient. No fragments remain in the patient. No patient injury reported.